Manufacturer narrative:
(B)(4). Final analysis found the ventricular set screw was received in a tightened position blocking lead insertion. It was not possible to determine if the device was shipped in this condition. The ventricular set screw was retracted and a reference is-1 lead could be fully inserted without any difficulties. The measured average force to insert reference is-1 leads into both connector cavities was within specification and the measured average values of the inner diameter of the both contact springs were within specification. The device exhibited normal electrical characteristics. (B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty plugging the lead to the pulse generator. The pulse generator was no longer used and replaced. The lead could be successfully be connected to the new device. The patient was in stable condition post surgery.